Event description:
The pt alleged that she sat on the left hand portion of the foot section near the upper cushion, she moved forward and the foot section collapsed causing her to fall on her face and possibly onto the baby. The husband was in the room asleep. He woke up after the incident and used nurse call to summon a nurse. The husband placed the pt into a chair prior to the nurse arriving. The accounts nurse stated after the delivery the lift-off foot section was put back onto the bed with an audible click, and she checked and made sure that the foot section was in place. The nurse indicated the pt was in and out of the bed twice before the incident. The mother and baby received x-ray and the baby was scheduled for an MRI on (B)(6)2010.

Manufacturer narrative:
The tech inspected the bed and found no evidence of any defective part or damage related to the alleged malfunction. No problem found with the bed.